Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5042802) in united states on 15-jul-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. The consumer reported her periods progressively became more painful with heavier bleeding causing large blood clots to pass. Every month prior to her menstrual cycle she would endure a 2 day migraine headache that prevented her from daily activity. She stated that the cramping from her periods became unbearable. After trying several prescription migraine medications from her primary doctor her physician recommended a hysterectomy in 2014. The procedure was scheduled to be laparoscopic, but due to the left coil puncturing her fallopian tube they had to go in abdominally to remove the severe endometriosis. She was never diagnosed nor had difficulty with endometriosis until after essure. She had everything removed in (B)(6) 2014 except the right ovary; the left ovary was removed due to the damage and she was being treated for an endometrial cyst on her right ovary which caused severe pain and cramping daily. Ptc investigation result was received on 21-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had left coil puncturing my fallopian tube and periods progressively became more painful / cramping from my periods became unbearable. Both events were considered serious due to medical importance and are listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, consumer underwent a hysterectomy abdominally due to severe endometriosis. The exact date and mechanism of fallopian tube perforation were not known. Given their nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to required intervention performed. Additionally, another serious event (ovary (the left was removed due to the damage - unrelated to essure) and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is being sought.

Manufacturer narrative:
Follow-up received on 28-aug-2015: the required number of follow-up attempts has been completed with no response to date. Case considered to be closed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had left coil puncturing my fallopian tube and periods progressively became more painful / cramping from my periods became unbearable. Both events were considered serious due to medical importance and are listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, consumer underwent a hysterectomy abdominally due to severe endometriosis. The exact date and mechanism of fallopian tube perforation were not known. Given their nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to required intervention performed. Additionally, another serious event (ovary (the left was removed due to the damage - unrelated to essure) and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.